Event description:
Event determined to be reportable based upon returned product analysis completed on 03/29/2007. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, advancement difficulties were encountered. An unspecified 0.014 floppy coronary guide wire was advanced and positioned in the distal segment of the vessel. The physician then attempted to advance the 2.75mm x 28mm taxus liberte stent delivery system (sds); however, he was unable to advance the sds outside of the unspecified guide catheter. The sds was removed and an unspecified 2.5mm x 20mm balloon catheter as advanced without difficulties and positioned at the target lesion. Several inflations were performed to unknown atms until an optimal angiographic result was obtained. The balloon catheter was removed and the guide wire was exchanged. The guide wire was positioned at the distal segment of the vessel and the physician again advanced the 2.75mm x 28mm taxus liberte stent delivery system (sds) and again was unable to advance outside of the guide catheter and the sds was removed. A 2.75mm x 20mm balloon catheter was again advanced without difficulties and positioned at the target lesion and inflated several times to achieve an angiographic result. The physician then attempted to cross with the taxus liberte (sds) and again it was not possible to advance the sds outside of the guide catheter, despite several maneuvers. The sds was removed and because the physician was able to obtain an optimal angiographic result with the balloon catheters, the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "asymptomatic". Returned product analysis revealed foreign material on the device.

Manufacturer narrative:
Visual examination of the returned device noted fibers surrounding a section of the inflation lumen. These fibers were consistent with strands of hair. The crimped stent was visually and microscopically examined and no issues were noted with the profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There was an unidentified foreign material located on the distal section of the tip. The distal section of the device including the tip was sent to the materials characterisation laboratory for testing which reported that the foreign material found on the tip correlates with contrast media. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.